Event description:
Received info from user facility that metal shavings were unretrieved during an arthroscopy of the shoulder. "There appeared to be shavings inside the shoulder joint from the burr. This happened at a latter point in the procedure." The procedure was not altered and no injury or delay related.